Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that per the ventricular assist device (vad) coordinator the patient called with a controller fault. The fault occurred again when the patient was on the phone with the company representative. The patient exchanged the controller. The patient reported feeling anxiety. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Preliminary analysis: the received 2.0 controller passes external visual inspection and functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Log file analysis confirmed three controller fault alarms on (B)(6) 2017, indicating a fault regarding the internal battery that powers the ¿no power¿ alarm. Controller 2.0 has a feature that monitors the internal battery¿s voltage and will alert the user if a fault was detected by triggering a controller fault alarm. A review of the logs revealed that the controller fault was due to the internal battery exceeding 3.75v. However, the maximum voltage of the battery will not reach the 3.75v threshold, indicating that the fault is most likely related to the monitoring portion of the circuit. Further analysis revealed that a resistor in the monitoring circuit was exhibiting erratic electrical behavior. This finding does not affect the ability of the internal battery to power the ¿no power¿ alarm. Based on the available information, the most likely root cause can be attributed to a faulty resistor in the internal battery¿s monitoring circuit. If information is provided in the future, a supplemental report will be issued.